Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that they spoke with the patient. They think it was shut off and they turned on and they were happy.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy was off when they connected to the ins and they said it was their first time connecting to it; they thought it had been set up the day of the surgery. They noticed there was a little bit of a buzz on the trial and they were not feeling that at all so they didn't know if they acclimated to the buzz or if it had stopped. Patient stated they hadn't been in communication with the manufacturing representative (rep) at all since the second stage. Patient added they saw a physician's assistant (pa) on november 21st but they didn't connect to the ins that day. Agent walked patient through connecting to their implant using the handset and communicator. Patient confirmed therapy was off. They turned it back on and slightly increased stimulation. Patient will maintain stimulation level and will continue to track symptoms. They requested their rep to contact them and the agent emailed rep. They guided patient to discuss with healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.